Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of painful nodules and possible allergic response are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration and itching. C. Other safety data postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported patient was injected to the temples and cheeks with juvéderm voluma® xc and to the oral commissures and tear troughs with juvéderm vollure¿ xc. Four months later patient developed painful nodules in all the areas of injection. Physician additionally notes nodules were on the left tear trough but not on the right. Two months later patient was seen by the injector and by this time the symptoms had started resolving. Patient was treated with hyaluronidase and was prescribed minocycline for two weeks. Patient received an additional injection of hyaluronidase five days later. The injector indicated this is possibly an allergic response as patient recalls their allergies had been an issue around the time they noticed the painful nodules. Symptoms are ongoing but have improved. Patient was concomitantly injected to an unknown site with juvéderm volbella® xc, however the injector noted there was no problem with this injection. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00357 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.